Event description:
It was reported the patient did not like tonic stimulation but tolerated high density (hd). The patient wanted to go to the emergency room (ER) to have the leads pulled due to pain and itching. The physician asked the patient to hold on for the next day and the patient agreed. When the representative arrived to the doctor office, the patient was in tears and mad that they had pain at the procedure site, had an allergic reaction at lead location, and was itching horribly at tape site. The patient required medical intervention to prematurely pull the trial leads. Upon follow up, the physician noted that the patient was fine. The patient did not like the trial and it didn¿t help them. The patient had coverage in all the right places, but did not like the feeling to tonic stimulation. The patient had hd stimulation leaving the office and seemed to be ok with that. The itching if the tape was unwelcomed and not tolerated well. The patient was instructed to take oral benadryl and that helped for a while but not long enough according to the patient. There were no product issues reported.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).